Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported unknown side textured implant exchange to smooth. Additional information noted rupture found and capsular contracture, baker grade for unknown side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and micro analysis was performed which identified: striated broken and opening, missing shell (0-25%), crease fold and wear abrasion. Observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: -a striated opening and broken assessed as a surgical damage consist in the use of some surgical tool. -missing shell assessed as an inconclusive.

Event description:
Physician reported unknown side textured implant exchange to smooth. Additional information noted rupture found and capsular contracture, baker grade for unknown side. The device has been explanted.